Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Depuy cement was used. Update recvd (B)(6) 2015- clinical der states patient was revised to address pain and stiffness. Lot information given, there is no other information that would change the current MDR decision. The complaint was updated on (B)(6) 2015. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, pre-operative x-rays identified lysis on the lateral tibial. Upon revision lysis on the condyles as well as the medial epicondyle was noted. At this time the patient's insert and patella are being added to the complaint and reported. The complaint was updated on: (B)(6) 2016.